Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite® tapered implant 5 x 10mm (nt510) was returned for investigation attached to an unknown removal tool. Sme reviewer (dev associate director) determined the removal tool was aftermarket and was not sold by zimmer biomet. The scope of this investigation is for the core product (nt510) only, since it was determined the removal tool is not a zimmer biomet device and it will not be investigated. If additional information were provided from the customer, this investigation would be updated if necessary. Visual evaluation of the as returned product identified signs of use, dried blood and bone around the implant and a fractured hex. Functional testing to recreate the reported event could not be performed due to the nature of the reported device & event. The additional failure found (implant fracture) will be investigated. No pre-existing conditions were noted on the per. The patient had moderate (type ii) bone density. The reported device was located on tooth #(B)(6) and was used for a single day. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (2018080683). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event or observed failure, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2018080683) for similar events and one other complaint was identified. February post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage), observed failure (fracture: implant) or device (nt510). Therefore, based on the available information, device malfunction did occur as the implant hex was fractured but the reported event was non-verifiable as the product was received in a condition in which testing or measurement analysis cannot be completed and limited information was provided towards the reported event. In addition, the implant was removed using a non zimmer biomet device.

Manufacturer narrative:
Zimmer biomet (B)(4). Initial reporter fax number: not provided.

Event description:
It was reported that implant (nt510) was unable to disengage/ release during implant placement at tooth location 19. Implant was removed. No serious injury has been reported as doctor was able to complete the procedure.